Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a right ventricular lead revision procedure, the atrial lead exhibited a sensing anomaly. The lead was successfully repositioned.